Event description:
The customer observed an architect sirolimus reagent barcode error code 4000 (unable to read reagent barcode in position (x) on (y) carousel). The customer wiped the barcode and put the reagent pack in a new position on the analyzer, however, the issue was not resolved. The customer was sent a new reagent. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-02, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect i2000sr analyzer, list # 3m74-02, serial # (B)(4). The cause of the architect sirolimus barcode read error was poor print quality from a single barcode printer. A product recall was issued on 5/27/10 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other architect sirolimus reagent lots were affected.